Event description:
During an atrial fibrillation, the model position movement could not be continued after each left atrial model construction and the case was stopped halfway through the procedure.

Manufacturer narrative:
Insufficient materials were returned for evaluation; however, event details indicate the issue was resolved when the ensite velocity system was disconnected from a non-abbott device. Review of the ensite system shows sudden impedance changes of the body or catheter electrodes caused by the connection of other devices, poor patch adhesion or patient movement may create a location shift. Use conventional ep techniques, such as fluoroscopy or inspection of intracardiac electrogram signals, to confirm catheter location. Ensite cardiac mapping system IFU, warnings and cautions. Based on the information received, the cause of the reported incident could not be conclusively determined.